Event description:
The customer reported that the he was having sensor issues. Customer got sensor error and it asked him to replace it and the sensor he currently wearing it was going thru threshold suspends and it was reading 57 mg/dl but his blood glucose was 107 mg/dl. He calibrated and went to threshold suspend again and reading was 57 mg/dl and blood glucose was 118 mg/dl. Customer stated it alarmed saying he was 40 mg/dl and his blood glucose was 258 mg/dl. Customer declined to troubleshoot. Advised the customer to return the sensors for analysis. Advised the customer the sensors would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.